Event description:
Info received indicates the caster wheels continue to move when the brakes are applied.

Manufacturer narrative:
The tech found the three casters were not locking due to wear. He replaced the three casters to repair the stretcher.